Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI - (B)(4). Visual inspection of returned screw confirms that threads are completely worn off. The screw head is rounded and shows signs of wear. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure on unknown date. Subsequently, the patient was later revised due to loosening. Attempts have been made and additional information on the reported event is unavailable at this time.